Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 133 mg/dl, "hi" (>600 mg/dl), 193 mg/dl (aviva combo) and 112 mg/dl, 65 mg/dl (aviva nano). No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the aviva combo system. Reference medwatch report with patient identifier (B)(6) for the aviva nano system.